Event description:
It was reported that the 'up', 'down' and 'ok' buttons were unresponsive.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 09/07/2011 with the following findings: the keypad buttons were all found to be responding intermittently. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).